Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'high downstream occlusion', which was reproduced during evaluation as the pump failed for downstream occlusion pressure testing. The cause was determined to be a failing force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "had a high downstream occlusion" (failed to detect a downstream occlusion). There was no known patient injury or medical intervention associated with this event. No additional information is available.